Event description:
It was initially reported that a preloaded intraocular lens (iol) had an unfolding issue. There was no patient contact. Additional information was reported that the haptic was bent upon discharge of the autoload lens. Another lens was used to complete the surgery. There was no patient harm. No medical or surgical intervention was required. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1:telephone number: (B)(6) . Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. ¿ all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.